Manufacturer narrative:
Evaluation revealed the compression screw driver had become damaged due to reasons that had occurred before its use (seizing of compression screw). The review of manufacturing documents revealed no deficiency in material and no deficiency in manufacturing. Dimensional examination revealed no deviations in the relevant undamaged areas. A review of the risk management file revealed that implant breakage had been considered. Evaluation results did not indicate a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Found evidences identified ¿ twisting and material displacement ¿ that the screwdriver had been operated to the left (counter-clock-wise) ¿ most likely in order to loosen the seized. It was suggested that the compression screw driver initially was used for insertion of the compression screw. When the screw had seized in the nail the user most likely increased torsional force for loosening the screw in order to overcome the seizing stresses. During this procedure the hexagon became deformed. Further load application triggered that the durability pre-determined breaking point was exceed leading to breakage at the, intended, smallest diameter. Above facts suggest that the compression screwdriver had fulfilled its tasks as intended. Thus, the reported event has to be classified as not device related. The event was initially caused by inadequate screw insertion which was regarded as an use error. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the product was not verified.

Event description:
It is reported by the surgeon of the hospital, that he was performing a surgery procedure. During this procedure he noticed that the compression screw jammed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that he was performing a surgery procedure. During this procedure he noticed that the compression screw jammed.